Event description:
Medtronic received information that prior to the implant of a transcatheter pulmonary bioprosthetic valve, a bard atlas pt a dilatation catheter balloon ruptured on a distal calcific spur. The balloon was removed from the patient and the conduit appeared intact. A cordis palmaz 4010 stent was implanted and no extravasation of contrast was noted on the initial review. Upon subsequent review, it was reported that there appeared to be an area along the lateral border where contrast extended slightly beyond the conduit suggesting a mild contained disruption. There were no reported adverse patient effects as a result of the balloon rupture or subsequent stent implant. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).